Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included hi-pot and leakage testing, without duplicating the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the caregiver received an unintended delivery of energy at 30 joules. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.